Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc). Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that the suction channel of the subject device tested positive for pseudomonas aeruginosa (>200 cfu/endoscope) during a routine surveillance culturing test by the facility. In the test, the test result indicated no microbial growth for other channels. The subject device had been disinfected using peracetic acid. There was no report of patient infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the test result indicated no microbial growth for the subject device. The exact cause could not be determined.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code" and "PMA/510(k) number".